Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #:mc1vr01 / expiration date: 28-aug-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Yes, dev rtn to MFR? No. Mfg date: 01-mar-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the initial deployment showed no capture. The leadless ipg was recaptured and re-deployed with good electrical outputs. It was then noted that the papillary muscle in the tricuspid valve was damaged, requiring replacement of the tricuspid valve as postoperative echocardiogram showed severe tricuspid regurgitation. The patient remained asymptomatic and developed no symptoms. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.